Event description:
It was reported that during surgery a cancellous bone screw did not torque when being drilled through the plate and as a result the screw went beyond the plate. During the surgery, the surgeon placed the plate onto the patient and held it down with temporary fixation pins. A drill was used into the drill guide to make holes for the screws. The screws were drilled into the holes on to the plate through the double barrel guide at level c-3 on the left side of the plate. The screw did not torque and the screw went beyond the plate. The torque limiting handle was being used at all levels. Upon fluoroscopy x-rays, the surgeon viewed the screw and deemed it did not need to be removed. There was no time delay or patient harm reported. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the item failed calibration testing. The repair technician reported recalibrate as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for recalibration .device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This item passed synthes final inspection and was returned to the customer. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review was completed: lot #6178617: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A review of the device history records was completed: teleflex medical (presently tecomet ¿ kenosha) manufactured the torque limiting handle, with quick coupling. The certificate of compliance indicated the parts conformed to specifications. The lot was inspected to the synthes incoming / final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.